Event description:
It was reported medfusion 3500 pump system failure, watchdog failure, request biomed code. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had the bottom case cracked on right corner. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker as a preventative measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.